Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl the customer was treated with manual injection. Customer also reported via phone call that they had an excessive no delivery alarm. The customer will call back for further details and troubleshoot. The customer agreed to keep this information for documentation until she call back with further clarification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.